Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by performing the grid switch unavailable exposures with minimal field of view. A field service engineer (fse) visited the site and analyzed the system log files, which showed small focus grid error: error mrc 00x6. Upon troubleshooting, the fse performed 3v gs test which passed, but unable to connect to the grid switch supervisor (gss) and observed an led fault during system generator checks. To resolve the issue, the fse replaced the grid switch supervisor and performed calibration. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed as planned, as the procedure typically requires no exposure and minimal fluoroscopy sufficed to conclude the case. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.